Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 10, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to his feelings and/or normal readings and compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 2 weeks prior to contacting lfs. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿16.0 and 17.0 mmol/l¿ with the subject meter compared to his feelings and/or normal readings, which lifescan does not consider a valid comparison. The patient also reported obtaining blood glucose readings of ¿17.0 mmol/l¿ with the subject meter and ¿11.0 mmol/l¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with self-adjusted insulin and claimed he started taking increased doses of insulin in response to the alleged issue. The patient reported that on the afternoon after the alleged issue began he developed low blood glucose and experienced symptoms of ¿edgy and fatigue¿. The patient claimed he treated himself with food and drink in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed that the patient was testing with test strips that had been stored correctly, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia, nor did he receive any medical intervention for this condition after obtaining the alleged inaccurate high results. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.